Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: how was the suture tied (square knot or multiple knots one end)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Were there any precipitating patient stress factors for the wound dehiscence? Please describe any medical/surgical intervention required for this post-op suture event of wound dehiscence and bleeding, including dates and results. Please describe the appearance of the suture after the wound dehiscence/bleeding was noted. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What post-op instructions were provided to the patient? Were the post-op instructions followed by the patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2024 and suture was used on the perineal tissue. On postoperative day 2, the patient reported slight dehiscence and hemorrhage at the sewing site of perineal incision, but the hospital did not provide subsequent specific treatment measures. At present, the perineal incision of the patient was healed well, and the patient was discharged smoothly. No subsequent adverse event report was received. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 ¿ device not returned. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the suture tied (square knot or multiple knots one end)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What was the source and triggering event of bleeding? What was the volume of blood loss? How was the bleeding treated? Were there any precipitating patient stress factors for the wound dehiscence? Please describe any medical/surgical intervention required for this post-op suture event of wound dehiscence and bleeding, including dates and results. Please describe the appearance of the suture after the wound dehiscence/bleeding was noted. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What post-op instructions were provided to the patient? Were the post-op instructions followed by the patient? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.